Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump exchange in 2022 and a short to shield in 2023. The patient had been on an ungrounded cable since then. Today the patient was home connected to batteries, doing work outside when a yellow/red alarm occurred. The patient then noticed that there was no flow on the system controller. The patient had an x-ray performed in clinic. The cause of the low flow hazard and pump stop was associated with the short to shield, not trauma to driveline. Log files were submitted for review and showed 12 pump stops and 16 low speed hazards. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to batteries. The x-rays submitted did not show any areas of concern. A percutaneous lead repair was requested and scheduled for (B)(6) 2024; however, percutaneous lead replacement was performed at approximately 3 inches from the exit site. After the patient was back on the grounded patient cable, the patient was moved and there were noted speed drops. Alarms and intermittent speed drops did not resolve after the replacement. The patient was stable. A heartmate ii to heartmate 3 replacement was performed on (B)(6) 2024, via cardiopulmonary bypass (cpb) thoracotomy procedure, due to a phase to phase. There were no further alarms after the pump exchange. The pump would be retuned for the driveline to be examined. Driveline to be examined.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed events which appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned portions of the dl did not confirm any wire damage that would have contributed to these events. The submitted log file captured transient low speed and pump stop events which occurred on (B)(6) 2024 while the patient was being supported by battery power. No other notable events were observed. Based on previous complaint history, these events appeared consistent with potential dl wire compromise. A distal-end dl repair was successfully performed on (B)(6) 2024. It was noted that following the procedure, the patient was placed back on the grounded patient cable and experienced low speed events when they moved. The patient later underwent a pump exchange. A distal end of the dl was initially returned following the external dl repair, measuring approximately 20¿ from the controller connector (cc). (B)(6) was later returned following the reported pump exchange. The device was returned assembled with the dl severed approximately 4.5¿ from the pump housing. Another distal portion of the dl containing the dl repair site was also returned with the device, measuring approximately 30.5" from the cc. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned detached from the pump inlet port. The apical sewing ring was not returned with the device. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned detached from the device. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl portions were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Upon disassembly, the dl portions were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. It should be noted that a portion of the dl was not returned for evaluation. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook, rev. C, is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event